Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4); product ID: 8220325. Analysis of the mainframe and patient interface found that the devices were received in good cosmetic condition. The mainframe and patient interface had been successfully tested; analysis of the muting probe found that the device was received with missing o-ring and broken ferrite. The ferrite on the cable was loose as well. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during surgery, the device stops working (like on mute) but outside surgery, the device works just fine. The hcp requested to check the muting probe as well. There was no patient impact.